Event description:
It was reported that "clear discolorations/impurities" were found inside the bd plastipak¿ luer-lok¿ syringe before use.

Manufacturer narrative:
H.6. Investigation summary: one loose 5ml syringe was received and observed to have 3 embedded foreign matter particles of a brownish color. Two of the particles were located close to the 2ml number and one particle was observed near the 5ml number. All of the particles were viewed to be outside the grad lines and larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "clear discolorations/impurities" were found inside the bd plastipak¿ luer-lok¿ syringe before use.